Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the scissor tip on the vasoview hemopro endoscopic vessel harvesting system was broken and the foam was unattached. A new kit was used to complete the procedure. There were no pt effects. The product was returned.

Manufacturer narrative:
Investigation summary: a visual inspection revealed that the cold jaw silicon was peeling on the sides. There was no blood and no signs of usage. Based upon the visual observations, the reported complaint for "foam/tip unattached" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).